Manufacturer narrative:
On 09-nov-2021, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2021. On 18-nov-2021, mentor received additional information about the event. An ultrasound report showed that the patient developed a cyst on her right breast. On 22-nov-2021, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with sientra gel breast prostheses. On 25-nov-2021, mentor received additional information about the event. The removed breast prostheses were discarded after explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: breast prosthesis rupture, granuloma, breast cyst. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 10-dec-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, developed breast cyst and granuloma. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 250cc and suffered from a rupture, granuloma on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.